Event description:
Rptr described event as follows: a housekeeper was going to replace a full sharps container. Reportedly, the housekeeper rec'd a needlestick from a needle/syringe that had punctured through the side of the container.